Event description:
Boston scientific received info that this local representative contacted boston scientific's technical services (ts). The local representative reported that this pt had a syncopal event on (B)(6) 2015 and was admitted into the hosp for eval. The device was interrogated and there was no sustained tachycardia stored episodes. The physician asked if ts would review an episode that was stored on (B)(6) 2015. Treated episode#1 identified small morphology r-waves (.2mv) in the secondary 2x sense vector that lead to oversensing. Ts discussed the possibility of atrial fibrillation/atrial flutter oversensing or p-qrs-t oversensing due to small r-waves. The pt was referred back to the implanting physician for further eval. There were no allegations of device malfunction or that a device malfunction caused or contributed to the patient's syncope on (B)(6) 2015. There were no reprogramming or invasive intervention planned.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.